Event description:
It was reported that the pump¿s connector broke off while a cartridge was installed, and the user was unable to remove the fragment with tweezers, leading to a product replacement and user education on shutting down the device to prevent further alerts. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included interruption of pump use with continued cgm monitoring on dexcom g7 and arrangement for device replacement and return of the original unit. Investigation included collection of event details, verification of device information, remote troubleshooting guidance, and plans for device return. Investigation of this case revealed a mechanical breakage of the connector associated with the cartridge interface, consistent with a device component failure of the pump connector. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the connector, with probable device-related component failure.